Event description:
It was reported by the customer that a broken bur was found inside the attachment after the attachment had been cleaned, sterilized, and opened in the next case. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial.